Manufacturer narrative:
Further investigation found excessive leakage under the spacer of the test strip. The most likely cause for this leakage was that the strip was mishandled and contaminated with water and then re-dried in the vial. This could have caused or contributed to biased results.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer ran qc test results for the same day on same test strips and meter: l1= 44 mg/dl (30-60 mg/dl). L2=305 mg/dl (261-353 mg/dl). The meter (uu14433862) was returned for investigation where it was tested with retention strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results with retention strips: level 1: 44 mg/dl, 44 mg/dl, and 45 mg/dl level 2: 299 mg/dl, 303 mg/dl, and 302 mg/dl all returned results are within an acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned test strips were tested with retention controls: control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results with vial #1: level 1: 15 mg/dl (out of range) level 2: 165 mg/dl (out of range) results with vial #2: level 1: 31, 28 mg/dl (out of range) level 2: 273 mg/dl results with vial #3: level 1: 28 mg/dl (out of range) level 2: 234 mg/dl (out of range) results with vial #4: level 1: 44, 43, and 45 mg/dl level 2: 307, 299, and 307 mg/dl vials #1-3 produced low, out of range results that are not acceptable. Vial #4 produced acceptable results. The investigation is ongoing.

Event description:
There was a complaint of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4). At 7:17 a.m. The meter result was lo (below the system measurement range 10 mg/dl) and at 7:20 a.m. The meter result was 100 mg/dl. The patient did not need any treatment and was not harmed as a result of the incident.